Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was not opening. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was difficult to open. The drawer had been failing intermittently. A field service engineer (fse) removed the drawer from the station and adjusted the chassis rails after finding the drawer pressed up against the outer chassis. The pharmacy staff was able to recover drawer and identified an open-lidded pocket within it, which appeared to be the source of the problems. Consequently, the pharmacy had replaced the pocket to resolve the issue. Additionally, preventative maintenance was performed on the device, which included adding a few rubbers rail and bumpers for the drawers. The system functioned as intended after the field service engineer repaired the device.